Event description:
Reporter alleged blood glucose measured 472 mg/dl at 5:26 pm, 290 mg/dl at 5:29 pm and 139 mg/dl at 5:35 pm. It was stated customer took her normal dose of 30 units of insulin as a result. No other actions resulted and no medical treatment sought or received. A result was made for the return of the suspect device and replacement product was sent.